Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use, the cardiosave intra-aortic balloon pump (iabp) unit displayed a message indicating maintenance was required. No health damage to patients was reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h4, h6 (type of investigation, investigation conclusions), h11. Corrected fields: d4. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed fault codes 78, 79, and 80 in the logs. The fse was unable to reproduce the reported malfunction. All functional and safety checks were performed to factory specifications. The iabp was returned to the hospital.

Event description:
N/a.